Event description:
It was reported that following the implantation of an elevate pc anterior, the patient experienced moderate stool and flatus incontinence, "occasionally loses stool involuntarily, especially when having diarrhea which she frequently has. Can't control winds properly." The problem is new since her prolapse surgery however, the patient had not mentioned it before, on her 6-month follow-up visit. No intervention has been performed and the event is considered continuing (not resolved) as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the event was considered resolved as of (B)(6) 2015. There were no further patient complications reported in relation to this event.